Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms for the last 6 months. There was no evidence of lv noise. A recent threshold measurement was 2.2v @ 1ms and sensing was 14.2 mv. The patient was referred to cardiology. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed that only the proximal segment was returned, severed approximately 80 millimeters (mm) from the terminal end. Testing was completed to assess lead segment electrical performance. Measurements were within normal limits. Microscopic inspections of the lead segment found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms for the last 6 months. There was no evidence of lv noise. A recent threshold measurement was 2.2v @ 1ms and sensing was 14.2 mv. The patient was referred to cardiology. This crt-d remains in service. No adverse patient effects were reported.